Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges that he returned his device and has not received a replacement device. The patient alleges that it is a matter of life or death. No medical intervention was specified. The manufacturer contacted the patient requesting the serial number of his device. The manufacturer will return his device until repairs can be made on trilogy devices. The patient is to contact his dme regarding a backup device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.